Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached pediatric electrode pads or internal paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. An internal inspection of the device found a broken tamper-proof label, with disconnected components within the device. The mfc connector assembly was re-connected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.